Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the power on the hemopro 2, hemopro 2 adapter, and hemopro 2 extension cable was intermittent. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return only the hemopro 2 adapter, as the hemopro 2 and hemopro 2 extension cable were discarded. Refer to MFR report numbers 2242352-2012-00821, 00822.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).